Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure of the complaint device cannot be complete. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
On day 14 following an uneventful procedure the patient reported an onset of abdominal pain. Full examination, including ultrasound was performed in the office. No guarding or rebound was present. CT was performed and indicated presence of liquid in the uterine cavity. The patient was hospitalized and underwent hysterectomy. The specimen was evaluated and indicated, no uterine perforation, presence of endomyometritis (potentially aseptic), likely secondary to ischemic degenerative process of a submucosal leiomyoma.